Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for igm-2 tina-quant igm gen.2 (igm) on a cobas 6000 c (501) module - c501. The customer stated that results were higher when running the sample without dilution and with automatic dilution versus results obtained with a dilution directly ordered on the analyzer. An erroneous result may have been reported outside of the laboratory. The sample initially resulted as 41.86 g/l accompanied by a data flag. The sample was repeated with a reduced sample volume, resulting as 58.70 g/l accompanied by a data flag. The sample was repeated a second time without dilution, resulting as 30.18 g/l accompanied by a data flag. The sample was repeated a third time with a 1:2 dilution ordered on the analyzer, resulting with a raw value of 27.74 g/l. The printout of the result indicated that it was run with reduced sample volume. When multiplied by a dilution factor of 2, the final result was 55.48 g/l. The sample was repeated a fourth time without dilution, resulting as 41.86 g/l accompanied by a data flag. The sample was repeated a fifth time with a 1:5 dilution ordered on the analyzer, resulting as 0.50 g/l. This value was reported outside of the laboratory. The sample was repeated a sixth time on (B)(6) 2017 with a 1:5 manual dilution, resulting with a raw value of 12.04 g/l accompanied by a data flag. The sample was repeated a seventh time on (B)(6) 2017 with a 1:5 manual dilution, resulting with a raw value of 10.80 g/l. The printout of the result indicated that it was run with reduced sample volume. When multiplied by a dilution factor of 5, the final result was 54 g/l. The sample was repeated an eighth time on (B)(6) 2016 with a 1:5 dilution ordered on the analyzer, resulting with a raw value of 0.46 g/l. The patient was not adversely affected. The serial number of the c501 analyzer was (B)(4). The igm application requires a pre-dilution of 1:21. This dilution is programmed in the application. When the user programs a dilution of the sample directly on the analyzer, this dilution overrides the required 1:21 pre-dilution. For example, when the user programmed a 1:5 dilution on the analyzer, the analyzer made a 1:5 dilution of the sample, but did not make the required 1:21 dilution, resulting in the analyzer testing a sample that was approximately 4 times too concentrated for this application. This issue is covered in product labeling. The result obtained in this case may be subject to a high dose hook effect. The result of 0.5 g/l may therefore be incorrect. By ordering a dilution directly on the system the customer disabled the required pre-dilution step. When the customer made a manual dilution before placing the sample on the analyzer, the analyzer made the required 1:21 pre-dilution in addition to the manual dilution made by the customer. The result of 54 g/l may be correct, but this could not be determined based on the available information. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was asked for, but not provided.

Manufacturer narrative:
Medwatch field d4 lot number has been updated.

Manufacturer narrative:
With regards to the following statements in the initial medwatch : "the sample was repeated a sixth time on (B)(6) 2017 with a 1:5 manual dilution, resulting with a raw value of 12.04 g/l accompanied by a data flag. The sample was repeated a seventh time on (B)(6) 2017 with a 1:5 manual dilution, resulting with a raw value of 10.80 g/l. The printout of the result indicated that it was run with reduced sample volume. When multiplied by a dilution factor of 5, the final result was 54 g/l. " it was clarified that the sample was manually diluted with nacl to obtain the result of 12.04 g/l accompanied by a data flag. The sample was then automatically repeated at a reduced sample volume to obtain the repeat value of 10.80 g/l. The operator's manual describes the process of ordering dilutions and informs users that selecting a dilution on the analyzer will overwrite the pre-programmed dilution for the test.